Event description:
Healthcare provider reported buttonhole on left eye approximately 3 months ago. Healthcare provider sent in cb turbine, turbine hose, (4) fixation rings, and evolution console for evaluation. Also, sent in surgical data (partially completed flap complication report) for evaluation. Healthcare provider reported patient healing fine and will do prk at a later date.

Manufacturer narrative:
Complaint was reported on april 11th (more than two months after the event).